Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Recall: notification and relabeling  correction/removal number: z number included the product was not returned for evaluation.  A photograph showing the used device was provided by the reporter; however, the presence of a leak is unable to be confirmed based on the provided image. A device history record (DHR) review did not reveal any manufacturing related issues that would have been related to the complaint. A review of the lot history revealed no other similar complaints relating to balloon leakage. The device history has been reviewed and no confirmed manufacturing non-conformances were identified. A review of complaint history from october 2018 ¿ september 2019 revealed additional returned for the complaint code balloon leakage. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes and no confirmed manufacturing non-conformances were identified.  Available information suggests that patient factors (annular calcification) may have contributed to the event. The instructions for use (IFU), device preparation and the training manual were reviewed and deficiencies were identified. During the manufacturing process, the device was visually inspected and tested several times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for balloon leakage was unable to be confirmed as the device was not returned. Although an image of the used device was provided by the field, it is unclear if a leak is present. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of complaint history, lot history, DHR, and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, review of IFU/training manuals revealed no deficiencies. Since no issues were noted during device preparation (i.e. During de-airing) and the delivery system was leak tested prior to lot release, it is unlikely the balloon was damaged out of package. Per the complaint description, ¿the hole was near the shoulder of the distal part of the balloon¿ and as the delivery system was pushed to get through the axela sheath, ¿it may be caused by valve stent.¿ it is possible that if heavy manipulation and force were applied during delivery system advancement through the sheath, the balloon was inadvertently damaged by the valve. However, it was also noted that the patient had moderate to severe calcification in the annulus/leaflets. Calcification can also puncture the balloon and lead to the observed balloon damage.  As a result, while a definite root cause is unable to be determined, available information suggests patient (calcification) and/or procedural factors (manipulation of delivery system through sheath) may have contributed to the complaint event. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) was previously completed per management discretion to investigate the balloon burst/leak issue and its associated risks. Additionally, a CAPA was previously initiated to continue investigation on the ultra balloon ruptures/leaks and retrieval issues. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, no product risk assessment, corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 23 mm sapien 3 ultra valve was deployed in the aortic position via transfemoral approach using an axela sheath and ultra delivery system. The valve was deployed successfully. Post deployment the atrion was full of blood. The sheath and delivery system were removed without any complications. Upon removal a little hole near the nosecone/distal part of the balloon was observed. Per medical opinion, the hole may have been caused by the valve stent as they pushed the delivery system through the sheath. There was no impact to the patient and the valve result was perfect.